Event description:
The customer reported the evis exera iii xenon light source is not working with the 190 scopes. The customer cleaned the connector and the device worked as normal temporarily before having issues once again. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The customer refused to provide title. The device was returned for investigation. Upon evaluation of the device, the high intensity mode was not working due to a worn-out scope socket and slider switch. The olympus lamp meter was reading at 493 hours and the light output was measured out of range. The front panel was missing testing labels and the chassis was rusted. In addition, air pump flow rate measured out of range was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the 190 series scope did not work due to dirt on the scope socket. Olympus will continue to monitor field performance for this device.